Event description:
It was reported that prior to a coronary artery stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the moderately tortuous and calcified left circumflex artery with 80% stenosis. During the introduction, when the physician was attempting to insert a 2.50x16mm promus element stent delivery system into a guide catheter, the stent moved on the balloon. This event occurred outside patient body and there was no patient complications reported. The patient condition was good. The procedure was completed with a different device.

Manufacturer narrative:
Device is a combination product (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).